Event description:
It was reported that the patient became disoriented and fell on the floor. The patient sought medical treatment, due to the patient breaking their arm, as a result. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment. No lot release records were reviewed, as the product lot number was not provided.